Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets was fell off during use on (B)(6) 2024. The blood glucose level was 100-200 mg/dl at the time of event. The infusion set was in use for couple of hours during first event and for two days during second event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.